Event description:
The pt reported having a pph procedure in 2007. On the sixth week follow up visit, the examination revealed that everything was fine. She states that she is still experiencing severe pain and muscle spasms with toileting. In addition, the pt reports having a lot of inflammation, backaches and on two occasions, bled heavily. The pt's primary care physician has been providing pain management. Due to the severe pain, pt sought a second opinion, and according to the pt, the second surgeon found six staples at the surgical site, which had to be surgically removed. In a conversation with the sales rep, director of nursing at the center on august 23, 2007 and she advised that this pt did undergo a pph procedure at this facility and according to her records; there were no reports of device malfunction or pt complication at the time of the procedure. Pt would not disclose surgeon's contact info.

Manufacturer narrative:
Date sent: 08/24/2007. Device was not returned for evaluation.